Event description:
A surgeon reported the system failed to prime a cassette before the procedure began. Additional info was provided indicating the surgical incision had been made when the event occurred. The system was exchanged and the case was completed following a three hour delay. The pt was experiencing pain and subsequently underwent general anesthesia. Postoperatively, the pt was noted to have inflammation and a slightly cloudy cornea. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).